Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found to have a loose grip cable the distal end. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can be dislodged as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. Additional observations not reported by site: the instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The instrument was found to have thermal damage on the bipolar yaw pulley just below one of the grips. Upon visual inspection, there was no obvious damage to the conductor wire or its insulation. The instrument passed the electrical continuity test. The root cause of this failure typically attributed to the user. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electric continuity test. The root cause of this failure is attributed to component failure. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument was found to have thermal damage on the bipolar yaw pulley. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument could not pick up the tissue properly. The procedure was completed with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: due to european laws related to patient privacy, this information cannot be provided.